Event description:
It was reported that device contamination occurred. During unpacking of a 2.00mm x 15mm maverick balloon catheter, it was noted that the package was damaged and found that the sterility of the device was compromised. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in a carrier tube. The carrier tube, shaft, hypotube, tip and balloon were microscopically and visually examined. There was no carton or pouch with the device. There was no damage to the carrier tube of device. The catheter had the balloon protector and mandrel in place. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported package damage.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device contamination occurred. During unpacking of a 2.00mm x 15mm maverick balloon catheter, it was noted that the package and inner pouch was damaged and found that the sterility of the device was compromised. The procedure was completed with another of the same device. No patient complications were reported.